Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that a crack was found on the luer connector and leakage occurred when connecting. There was no reported patient involvement.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a cracked luer adapter was confirmed; however, the root cause was not identified. The product returned for evaluation was one 22ga x 0.75¿ safestep safety infusion set with y-site. Light usage residues were observed throughout the sample and the safety mechanism was engaged. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion; however, a leak was observed at the y-site luer. Microscopic inspection of the leak site revealed a crack in the white plastic y-site valve cap. The split progressed from the luer orifice past the threaded region. The split exhibited a granular fracture surface. Attempts to replicate the damage using a similar, non-complainant device through forceful insertion of a tapered slip-fit syringe were unsuccessful. The crack appeared to be the result of brittle material failure. It appeared that outward radiating mechanical stress from an attached accessory may have contributed; however, the inability to replicate the failure solely through introduction of similar stress suggested that an additional, unidentified factor(s) contributed. Consequently this complaint is confirmed as ¿cause unknown¿ at this time.

Event description:
It was reported that a crack was found on the luer connector and leakage occurred when connecting. There was no reported patient involvement.